Event description:
Postanesthesia care unit (pacu) registered nurse notified surgeon of low oxygen (o2) saturation readings from the spectros t-stat® 2.0 microvascular tissue oximeter to the left breast. Surgeon arrived to examine patient and patient was brought back to surgery for a surgical exploration of the left breast. Another t-stat® machine was located and used for the left breast after surgery with acceptable o2 saturation readings. Surgeon verified viable left flap with intact anastomosis and no vessel abnormalities.